Event description:
In 2008, the sales representative, was told by the hospital that they had a plate and screw that did not function properly and returned them to him. Additional info received from the sales representative on 5 dec 2008. On an unk date, the pt underwent initial fusion surgery. Some time postoperatively the patient fell. The patient experienced pain after the fall and visited the surgeon. The patient underwent a revision surgery in which is was discovered that one of the self drilling screws was backing out. The surgeon explanted the screw, and the remaining construct and reimplanted another similar construct at the same level where the previous one has been. Additionally, the surgeon implanted an adjacent level construct. Additional info received from the sales representative three days later. The sales representative reported that the patient underwent initial fusion surgery approximately four years ago. Additional info received from the sales representative three days later. The revision surgery took place approx the month prior to original month. When the sales representative spoke with the surgeon, he was not informed of the exact date of the revision surgery.

Manufacturer narrative:
Pt info was unk. Product was implanted in 2004. Product explant date was 2008. Requests have been made for the return of the product. Evaluation is pending upon completed investigation of the product.